Event description:
The lead was implanted on (B)(6)2009 and capped on (B)(6)2012 due to threshold 1.75v@0.5ms. The procedure took place at provena mercy center. The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).